Event description:
It was reported that fluoroscopy revealed externalized conductors on the patient's right ventricular lead. The lead was capped and replaced in a procedure on 4jan2022. The patient was discharged.